Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false non-reactive architect syphilis tp result for one postpartum patient that was previously treated for (B)(6). Sample ID (B)(6) generated a negative (0.14 s/co) result on the architect assay and positive on the rpr assay. The customer further indicated the baby was also positive on rpr. No further patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Ticket searches determined that there is normal complaint activity for likely cause lot 77075li00. Tracking and trending report review for the (B)(6) assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 77075li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified. Update 2017 dec 04: initial MDR, serial number field incorrectly contained (B)(4). This field was corrected and left blank.